Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following cataract extraction with intraocular lens (iol) implant procedure, the patient had struggling with vision, dry eye, ghosting vision, eye tired and drained, trouble in dim light, blurry vision and posterior capsular opacification (pco). The patient was placed with ducts for dry eyes and received treatment with medications.

Manufacturer narrative:
The correct g.3 date of the initial MDR report submitted is (B)(6). 2021. The manufacturer internal reference number is: (B)(4).